Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead developed an infection. A revision procedure has been schedule and this lead will be explanted. It was noted that the patient has a competitor's device. No adverse patient effects were reported.